Event description:
It was reported that a pump malfunction occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump, and stated they will reach out to their healthcare provider (hcp) for insulin therapy until the replacement arrives.